Manufacturer narrative:
Received one device, customer problem was duplicated. Visual test was performed- found damaged(detach) downstream occlusion sensor (dso) seal. The dso seal was replaced. Functional test was performed and found defective dso sensor. The dso sensor was replaced and occlusion test was used after the repair, the device pass all functional tests service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has issue of occlusion. There was no patient involvement.